Manufacturer narrative:
(B)(4).

Event description:
It was reported that pairing loop occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and passed. A (B)(4) bluetooth device pairing test was performed and passed. A review of the share logs was performed and a pairing loop was found within the investigation window. The allegation was confirmed. The probable cause was determined to be transmitter error. In addition, a transmitter error was found in connection to the reported allegation. The reported event of a pairing loop is reportable based on the finding of a transmitter error. No injury or medical intervention was reported.